Event description:
Treatment of an avm which required a lot of catheter and guidewire manipulation to gain desired positioning. During angiographic injection to verify catheter position, it was reported that contrast media was seen in the proximal vasculature rather than at the expected distal location. The catheter was removed and it was reported to have ruptured possibly due to extended use of the guidewire to gain difficult distal access. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation.